Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the unknown surgery on unknown date the screwdriver and screwdriver shaft has been damaged during removal of femoral titanium less invasive stabilization system (liss) plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument. The device was received and is currently in the evaluation process. A review of device history records was performed and no complaint related issues were found during manufacturing that would contribute to this complaint.